Event description:
The hcp reported that the pump was explanted and replaced due to device recall. The device was implanted for 88 months. The device was returned to the MFR for analysis. Pump contained hydromorphone 30 mg/ml at a dose of 5 mg/day. No pt symptoms were reported.

Manufacturer narrative:
Final device analysis reveals cap lifted but still attached/functional.